Event description:
It was reported that pericardial effusion (pe), perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized for trans-septal puncture (tsp). A watchman access system fxd curve was advanced and a watchman flx closure device was deployed. A pe was then identified. The closure device was released in the intended location and a pericardiocentesis was performed however the bleeding did not stop. The patient was transferred to surgery where a small perforation was identified in the descending aorta and was repaired. The physician suspected that the perforation may have occurred during tsp. The patient was admitted to the intensive care unit. The patient remains in the ICU but is awake and communicating.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that pericardial effusion (pe), perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized for trans-septal puncture (tsp). A watchman access system fxd curve was advanced and a watchman flx closure device was deployed. A pe was then identified. The closure device was released in the intended location and a pericardiocentesis was performed however the bleeding did not stop. The patient was transferred to surgery where a small perforation was identified in the descending aorta and was repaired. The physician suspected that the perforation may have occurred during tsp. The patient was admitted to the intensive care unit. The patient remains in the ICU but is awake and communicating. It was further reported that prior to transferring to surgery, multiple units of blood were administered. Upon waking, the patient experienced a stroke. It was corrected that a 24mm watchman flx pro closure device was implanted, not a watchman flx closure device, as previously reported. It was further reported cardiac arrest occurred.

Event description:
It was reported that pericardial effusion (pe), perforation, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect was utilized for trans-septal puncture (tsp). A watchman access system fxd curve was advanced and a watchman flx closure device was deployed. A pe was then identified. The closure device was released in the intended location and a pericardiocentesis was performed however the bleeding did not stop. The patient was transferred to surgery where a small perforation was identified in the descending aorta and was repaired. The physician suspected that the perforation may have occurred during tsp. The patient was admitted to the intensive care unit. The patient remains in the ICU but is awake and communicating. It was further reported that prior to transferring to surgery, multiple units of blood were administered. Upon waking, the patient experienced a stroke. It was corrected that a 24mm watchman flx pro closure device was implanted, not a watchman flx closure device, as previously reported.

Manufacturer narrative:
A3: patient weight added. B5: additional information added and correction made from 'watchman flx closure device' to '24mm watchman flx pro closure device'. H6: impact code added. H6: evaluation conclusion code updated from "cmc - no problem detected' to 'known inherent risk of device'.